Event description:
The reporter stated that the surgeon was advancing a +19.5 diopter cc4204bf single piece collamer lens in the injector and the foam tip plunger caught on the lens and tore the lens. No patient contact or injury.

Manufacturer narrative:
H3: (other) - the product pertaining to this claim was not returned; however, the lens was received and a visual inspection showed that one plate haptic is torn off & missing. There is clear surgical residue on the lens. Conclusions - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.